Manufacturer narrative:
According to a medwatch report received on 02/27/07, the male had a large secundum asd and an occluder device was implanted in 2005. During the past year, the pt was hospitalized twice. Late last year, the pt presented with blurred vision of the left eye associated with headaches which occurred in the morning. Extensive neurology, cardiology, and ophtalmology work up demonstrated left temporal field defect with abnormal fundoscopic exam and evidence of small micro-emboli affecting a small area of optic nerve. Hypercoag work-up was negative. The patient then presented once a month later with left arm and leg paresis. Magnetic resonance venogram (mrv), magnetic resonance angiogram (mra), and transesophageal echocardiogram (tee) were performed. Tee performed in 2006 demonstrated a small residual asd (not hemodynamically significant) in the superior part of the device of the superior vena cava (svc) end. No clots or vegetation were observed. Study demonstrated left-to-right shunting. MRI/mra/CT scan one month before, were reported as normal. Echocardiogram on demonstrated cyanosis, bradycardia, and occasional pacs. Neurology symptoms were thought to be tias. Based on the findings, all physicians involved in the care determined that the best course of action would be to remove the device and repair the asd surgically, especially with recurrent tias in the absence of any other cause. According to additional info received, in the operating room, the surgeon commented that no blood flow was seen coming across the septum, suggesting there was really no defect. The left atrial disc of the device was very poorly endothelialized. There were few small partially organized clots seen in between the device metal mesh and the fibers of dacron which seemed to be endothelialized underneath the mesh. There was a bit of a space between the mesh and the fibers. The exposed metal was presumably the origin of the microembolus. The right atrial surface was completely covered but the coverage was not as intense as would be expected for 1 year post implantation. Since removal, the tias have stopped, and the blurred vision of the left eye has diminished. The devices are being returned for analysis.